Event description:
The customer reported that the system's collimator was not working properly during the high voltage cable replacement. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was replaced and calibrated. The x-ray tube cover block nut was replaced. The customer reported that the system now displays communication failure error messages. The service representative will open a new service call for this complaint.